Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of heart palpitations and was found to be in atrial fibrillation. The patient was cardioverted successfully. The patient was admitted to the hospital two days later with symptoms of dizziness. The right atrial (ra) and right ventricular (rv) leads were found to be dislodged via diagnostic imaging and cardiac pauses were observed. Twiddler's syndrome was suspected as the cause of the dislodgement of the two leads. The following day the ra lead was repositioned and the rv lead was replaced successfully. The patient is enrolled in (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 implantable pulse generator 2013-(B)(6), 4471 competitor implantable pacing lead 2013-(B)(6), (B)(4).